Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in the patient's rate dropping below the programmer lower rate limit. It was also reported that the ICD had begun to emit a constant tone which was believed to have caused the battery to deplete faster than expected.